Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray switch was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the x-ray switch was sticking, resulting in uncommanded fluoroscopy. Reported, no pt was overexposed due to this issue. There is no report of pt injury.